Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2022-04971. It was reported that during an ipg replacement, intra-op lead diagnostics indicated patient's leads had high impedances on all contacts. The leads were not removed as the patient was not consented for a full revision. As a result, surgical intervention may occur at a later date to address the issue.